Event description:
The reporter stated the surgeon had taken a 12.6mm micl 12.6 implantable collamer lens out of the vial, was checking it before loading and noted the haptics were curling upward. The surgeon decided not to use the lens and the backup lens was implanted with no problem. There was no patient contact. The patient is very happy. The surgeon felt there was something wrong with the lens.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is that the lens was stuck on the upper side of the vial and a part of the lens was not in the liquid for a certain time or the lens stayed too long on the outside of the vial and started to dry. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).